Event description:
Additional information received provided some telemetry results that were taken on (B)(6) 2012. It was reported that the ins showed the elective replacement indicator (eri) condition with 100% of the device used. The battery voltage was reported as 2.55 volts with group a used 100% of the time. The use hours were noted as 860 with the lifetime hours used as 11,561. If additional information is received, a follow up report will be sent.

Event description:
It was reported there was an early battery depletion. There was no injury or adverse event to the patient. Hospitalization was required. There were no patient symptoms or injuries related to this event. Stimulator was explanted and replaced with new device. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis results for neurostimulator model 37602 serial# (B)(4), showed no significant anomalies.